Event description:
It was reported that during a stenting treatment procedure, difficulty crossing the lesion and stent damage occurred. The physician was unable to cross the lesion with the taxus element 16mm x 4.00mm. During the removal of the stent into the catheter, the physician felt a friction. After removal, the physician noted that the "link of the stent was dislodged." There were no reported patient complications and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR - a visual and microscopic examination identified proximal stent damage. Struts on the most proximal row were raised distally. The od of the stent area where no damage was present was measured and met specification. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube had kinked approximately 98.6 cm distal from the catheter's strain relief. No other kinks or damage were noticed along the shaft of the device. Solidified blood was present on the balloon, therefore, indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, difficulty crossing the lesion and stent damage occurred. The physician was unable to cross the lesion with the taxus element 16mm x 4.00mm. During the removal of the stent into the catheter, the physician felt a friction.after removal, the physician noted that the "link of the stent was dislodged".there were no reported patient complications and the patient status was fine.

Manufacturer narrative:
Device is combination product. (B)(4).